Manufacturer narrative:
A ge service representative performed an onsite investigation. The reported issue could not be duplicated. The ps1, ps2, and ps3 power supply connections were inspected for proper connectivity. The arch connection from the control panel to the systems interface pcb was also evaluated for proper connectivity. The system was tested and found to be working as intended and put back into service.

Event description:
The customer reported that the system froze and locked up resulting in the inability to create fluoroscopic exposures. No pt serious injury or death was reported related to this event.